Event description:
Customer reports the advantage system displayed a blood glucose result in mmol/l. No actions taken based on result. No adverse event reported. Requested return of suspect device and replacement was sent.